Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2019; 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within approximately one day post-implant, the left ventricular (lv) lead was noted to be dislodged, having pulled back into the proximal coronary sinus (cs). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.